Event description:
During index procedure there was one endeavor sprint rx stent implanted in the lcx. Cec adjudicated that the patient suffered an mi on the day of the index procedure. Patient was discharged.

Manufacturer narrative:
Evaluation code, results: (B)(4) inherent risk of procedure (mi). (B)(4).